Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father stated that the customer was hospitalized, due to hypoglycemia and a seizure. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer's infusion set was last changed on the day of the event. The customer was disconnected during priming. Nothing further was reported.